Manufacturer narrative:
H10: the lot number for the malfunction was not provided and a lot history review could not be performed. The device and a photo have been returned for evaluation; the evaluation confirmed a crack. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that, 0606560ce, chronic catheter, allegedly experienced a broken connector. This information was received rom one source. This malfunction involved a patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
The sample and a photo have been returned for evaluation. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that, 0606560ce, chronic catheter, allegedly experienced a broken connector. This information was received rom one source. This malfunction involved a patient with no consequences. The patient's age, weight and gender were not provided.